Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
After the implant, it was found this pacemaker was not functioning well. The pocket was reopened and it was found the ventricular setscrew was not tight enough. The setscrew was secured and this device remains actively implanted in the patient.